Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found a piece of haptic missing. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cc4204a, +23.5 diopter, collamer lens in the patient's right eye (od) on (B)(6) 2017. While loading the lens into the cartridge, the back plate of the lens broke. It was not implanted and there was no patient contact. A back-up lens was then implanted into the patient. No other additional information was provided.